Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss and failed battery test noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call hat he insulin pump died when she ran a self test. The customer's blood glucose level was 82 mg/dl. The customer reported that they received a failed battery alarm and insert battery alarm. The customer declined to perform self test. The insulin pump will be returned for analysis.